Event description:
It was reported an internal electrical component burned.

Manufacturer narrative:
Our inspection of unit revealed a broken terminal near the thermostat, resulting in a 1/4" burn hole in the fabric foundation of the unit. We also noted signs that the unit had been subjected to a great deal of compression, bending other internal components. It appeared that the clinic may have used the unit on top of a massaging bed of some type, while the pt was positioned on top of the heating unit. Both of these actions are contrary to our instructions and warnings. We determined that this report was attributable to misuse of the unit on the part of the user.